Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call they had air bubbles. The blood glucose at the time of the incident was unknown. Mother reported air bubbles in the tubing and reservoir. Troubleshooting was not completed, because she had replaced them. The device will not be returned for analysis.